Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the air bubble detector (abd) sensor had a false alarm when there was no air in the circuit. Each time it alarmed, the abd was turned off and disconnected from the tubing, cleaned and placed back on tubing. The abd would intermittently work and there was a slight reduction in blood flow due to the arterial pump stopping. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated blocks: h3 & h6. During laboratory analysis, the product surveillance technician (psr) connected the air bubble detector (abd) to lab use only (luo) testing equipment. After the circuit was set up and the abd was activated from the central control monitor (ccm), the abd functioned as intended. Miscellaneous sized bubbles were sent through the circuit and each time the abd alarmed appropriately.